Event description:
Information received from an attorney alleged the lead was "broken" and found to be "defective".

Event description:
It was reported that the impedance on the right ventricular lead has increased significantly over time. The threshold has also risen and is high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data were collected from the device and analyzed. It was noted there were three patient alert for right ventricular pacing lead impedance between (B)(6) 2012. The weekly pace impedance log data shows a gradual increase for minimum and maximum ventricular pacing impedance; 392 to 1080 ohms peak between (B)(6) 2010 and (B)(6) 2012.

Manufacturer narrative:
Product event summary : the device was not returned for analysis; however, performance data collected from the device was received and analyzed. There were three patient alerts for right ventricular pace lead impedance between (B)(6) 2012. The weekly pace impedance log shows a gradual increase for minimum and maximum ventricular pace impedance from 392 to 1080 ohms peak between (B)(6) 2010 and (B)(6) 2012.